Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) received text messages from surgeon user dr. (B)(6), where dr. (B)(6) noted that the last two seeg cases have been 'off at entrance and target'. The cr noted that a successful preventive maintenance passed in the past week.

Event description:
The clinical representative (cr) received text messages from surgeon user dr. Curry where dr. Curry noted that the last two seeg cases have been 'off at entrance and target'. The cr noted that a successful preventive maintenance passed in the past week.

Manufacturer narrative:
A full analysis of the data logs and patient folder has been performed and this analysis concluded that the inaccuracy is confirmed for seven out of fourteen trajectories. However, there is only an inaccuracy between the post-operative CT and the planning CT. There is no inaccuracy between the post-operative CT and the registration CT. The final inaccuracy observed was due to an error of fusion between the pre-operative CT and the planning CT. This is due to two factors: the failure of the automatic fusion, the user should have performed manual adjustments and verified the fusion accuracy according to recommendations of the user manual.